Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), defibrillation and transvenous leads were explanted due to a patient infection. No further adverse patient effects were reported. It was reported that the hospital will likely retain the products.

Manufacturer narrative:
Investigation has been completed to date. Should additional information become available this event will be updated.